Event description:
Pt standing in shower, balancing right foot on shower chair. Pt's right foot slipped off chair seat, becoming caught in "v" of chair's leg brace. Pt's right 4th toe's distal joint and plantar portion amputated by chair.